Event description:
The defibrillator charging light was not on. The unit was plugged in to a good outlet. The power cord extension where it plugs into the defibrillator looked like it was seated correctly, but was not. Reseating the extension power cord plug into the defibrillator restored power to the unit. The extension is provided by zoll to allow the defibrillator to be disconnected and moved easily without turning the defibrillator over. The issue is that a power disconnect at the extension and defibrillator connector interface is cumbersome to check and involves lifting the defibrillator.manufacturer response for defibrillator/monitor, (brand not provided) (per site reporter).======================this issue has not been reported to us by other hospitals. A zoll fse I spoke with said he installs a retainer bracket on the power cord extension at the defibrillator power receptacle, but it is not something the company says he should do.